Event description:
The rptr did back to back blood glucose tests and got results of 340, 447 and 382 mg/dl. Tests were done within mins, using different fingersticks. There were no symptoms. Rptr stated that she did not have any control solution for testing. She said that she had never cleaned her meter.